Manufacturer narrative:
H3: analysis of the wireless recharger (s/n: (B)(6)) revealed that the led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Continuation of d10: product ID: wr9220, serial# (B)(6), product type: recharger. Product ID: wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient reported difficulty charging the implanted neurostimulator. The patient stated that they have been seeing 4100 error code pop up when they were charging. Patient stated that they had difficulty connecting and staying connected to the ins. The following troubleshooting steps were performed: pss had the patient reset the wr off the docking station and lean forward when charging. Patient will monitor and call back if issue persists. Patient mentioned they have had issues with recharging since implant. Patient stated they had to have their pants off and have the wr press up against their ins in order for the device to connect to the ins. Charging problem communication or transmission problem no known impact or consequence to patient other no clinical signs, symptoms or conditions no health consequences or impact no adverse event difficult or unable to recharge ins recharging of ins issue difficult or intermittent communication additional information was received from the patient. It was reported that the error code 4100 was dismissed. The cause of the difficulty recharging was undetermined. The most likely cause was said to be possibly due to positioning of the charger. The patient also noted they have had the charger since 2022. The patient is petit so the charger doesn't have much flesh to go through. This charger has always had a hard time providing a continual charge. I have to charge with it pressed against my bare â skin and hold it very hard in place. My devise is implanted in my lower left buttock. The patient is leaning forward to be as flat as possible so the charger can find the device. The patient is able to successfully recharge. Patient called in because they have continued to have issues recharging the ins. Patient said they weigh 98 pounds so the ins is very close to the skin and it takes them 3-4 tries to connect the wr to the ins. Patient said they have been getting error message 4100. Yesterday the patient saw code 1708 and a message that the wr was not compatible w/ the ins, patient was finally able to get the ins to charge. Patient charges once a week (on sunday) and the ins is at 60%. Patient said the hcp told them they would only have to charge once a month. Reopened and reassigned case to email repair. Warm transferred to prs to update address.